Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
On (B)(6) 2013, the patient underwent a trial procedure and was implanted with two leads from the same lot. During the procedure, the patient experienced a shocking sensation from his legs to his feet when the second lead was placed. In recovery, the patient experienced tingling pain in his feet. As a result, the patient was prescribed pain medication and neurontin. The trial leads were removed on (B)(6) 2013. Over time, the tingling pain has diminished. Per the doctor's request, the patient will remain on neurontin.